Event description:
A manufacturer representative reported patient had been experiencing a shocking sensation from the spine to their head. Patient had been programmed at 1v/300pw/130hz. 2+3- therapy impedance: 570 ohms. Manufacturer reported patient could not tolerate 0.5v, reprogramming had been down with 120 and 90pw, and immediately patient felt shocking sensation when stimulation turned up to 0.1v. Impedance measurements were within normal limits. Representative reported patient had cranial therapy and the fluorescent light was also causing shocking sensation. When the fluorescent light was turned off, the shocking sensation went away. It was further reported that some store security systems were also causing shocking sensation with stimulation turned off. It was subsequently reported that the patient was getting x-rays and a cat scan. The patient was scheduled for follow-up on (B)(6) 2016. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.